Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Concurrent conditions included leiomyoma of uterus, unspecified, pelvic mass, paratubal cyst and genital bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and abdominal distension ("bloating"). The patient was treated with surgery (supracervical hysterectomy bso.). At the time of the report, the pelvic pain, dyspareunia, abdominal pain, vaginal discharge, vaginal infection, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, dyspareunia, fatigue, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: as per mr, discrepancy noted in date of removal: (B)(6) 2017. Estimated blood loss: 1300 ml. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Imaging procedure: on (B)(6) 2013: essure confirmation test (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Reporter information, patient's medical history and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy . (Full)). At the time of the report, the pelvic pain, dyspareunia, abdominal pain, vaginal discharge, vaginal infection, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, dyspareunia, fatigue, pelvic pain, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Previously reported event "injury" was updated to dyspareunia (painful sexual intercourse). Events ; pelvic/ abdominal, bladder/urinary problems: vaginal. Discharge, vaginal. Infection were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.